Manufacturer narrative:
This report is submitted on 08 april 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with topical antibiotics. The implanted device remains.